Manufacturer narrative:
According to the received information a complete insertion could not be achieved during implantation surgery and only six electrode channels could be inserted, leading to limited hearing performance. In addition, device investigation shows damages to the active electrode likely caused by minute device mobility. The patient was re-implanted with a shorter electrode type and full insertion could be reportedly achieved. This is a combined initial and final report.

Event description:
As per device explantation report, only incomplete insertion of the electrode with 6 extracochlear channels could be achieved. Limited hearing performance is reported. Reimplantation with full insertion of a shorter array was performed.